Event description:
It was reported the patient's left hip was revised. As reported by rep: "disengaged constrained liner from acetabular cup we replaced it with another 28 head and f constrained liner. The previous surgery for the patient for the same issue was done on (B)(6) 2022. Implants aren't available and no other information to give."

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.